Manufacturer narrative:
Additional information regarding this event was received on 3/12/2018: the patient was diagnosed with triple negative invasive ductal carcinoma of the left breast on (B)(6) 2018 and reported breast asymmetry (right breast appearing smaller than left breast) that her physician said was related to her breast implant pocket. The patient underwent bilateral explantation and double mastectomies with 3 lymph node removals on (B)(6) 2018. The patient does have a family history of cancer, but no reported family history of breast cancer. The patient has not yet been tested for the brca1 or brca2 gene. The patient began chemotherapy on (B)(6) 2019 and is expected to be completed by (B)(6) 2019. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device and on the shell surface. Mentor product analysis lab¿s visual examination indicates the device appeared intact. No anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Since this investigation is related only to an adverse event, is not possible to correlate any failure or damage of the device with a patient injury. A manufacturing record evaluation (mre) was performed for the finished device number 6499487, and no non-conformances related to the reported complaint condition were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3/18/2019, mentor became aware that the patient had biopsy done on the left side on (B)(6) 2018. Mentor became aware that the patient was diagnosed with triple negative invasive ductal carcinoma (grade 3) of the left breast on (B)(6) 2018 via left breast 12 o clock uus guided core biopsy. Mentor also became aware that the patient underwent bilateral explantation and double mastectomies with left axillary sentinel lymph node removal (2) on (B)(6) 2018. The two lymph nodes returned negative for metastatic carcinoma, confirmed by pankertin staining. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: 400cc mentor smooth round moderate plus profile saline catalog: 3502400, lot: 6499487, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 400cc mentor smooth round moderate plus profile saline breast prostheses, experienced left breast advanced breast cancer post-operatively. As a result, the patient underwent bilateral removal on (B)(6) 2018.